Event description:
Caller reported a potential false negative urine hcg result with mckesson hcg cassette (25t) vs quantitative serum hcg result. A female pt in her twenties went to the physician's office and her urine tested (mid-day sample). The result was negative at the three minute read-time. Because her home pregnancy test had been positive, a serum quantitative test was ordered which came back with a result of 82.2miu.

Manufacturer narrative:
Investigation pending.